Event description:
A depuy mitek rep is reporting that during a case, the ceramic tip of the electrocle broke off into the joint space. The pieces were retrieved and there were no reported adverse effects to the pt.

Manufacturer narrative:
The complaint device is reportedly enroute to depuy mitek for evaluation, but to date has not been received. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.